Manufacturer narrative:
Received 1 used drainage bag with the catheter and syringe still attached. The reported event was confirmed as manufacturing related. Per the visual inspection, a burr was noted at the catheter tip and the funnel. No other defects were found. Per the dimensional evaluation, the flash on molded funnel was found outside the specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter appeared to have excess silicone on the tip and around the bifurcation channel base.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter appeared to have excess silicone on the tip and around the bifurcation channel base.